Event description:
Customer stated, that footswitch on this machine sometimes stuck. Customer also stated, that the machine continued to fluoro after the switch was released - no injuries.

Manufacturer narrative:
Gehc surgery field service engineer unable to duplicate problem, ordering a replacement footswitch anyway. On 4/20 - removed, replaced and tested footswitch. System tests ok.